Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during a diagnostic procedure which was completed by deleting the images. The philips field service engineer (fse) examined the system onsite and confirmed that the image storage was full. Upon troubleshooting fse identified that the issue was caused by customer not deleting images to create space. To resolve the issue, fse performed re-creating an image store to erase all images and performed database consistency checks and correction. After that, the system returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not initiate fluoroscopy due to an image processing (ip)-pc issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.